Event description:
New information received notes that prior to the procedure, the rv lead was fractured and shocking the patient inappropriately. The lv lead was found to be non-functioning. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17149; 2938836-2019-17150. It was reported that the rv lead was capped and replaced on (B)(6) 2019 due to lead fracture. The lv lead was capped on (B)(6) 2019 for an unspecified reason. The device was explanted and replaced for an unspecified reason.